Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. The device was reported to have been operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists potential adverse events, including thrombus and death, that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events. This section also outlines the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiogenic shock and thrombosis of the left ventricular assist device (lvad). There were no changes to patient's anticoagulation status that may have contributed to the thrombus. No diagnostic testing results or computed tomography (CT) images were available. The patient reportedly decided to transition to comfort care but the pump continued to operate as expected. No autopsy was to be performed and the pump was not explanted.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 lot number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was determined to be a supplemental information to MFR # 2916596-2023-08144. Any additional information and the investigational findings will be reported under MFR # 2916596-2023-08144.